Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-07743, 1627487-2019-07742. It was reported the patient's scs system never provided adequate relief since being implanted. As a result, surgical intervention may occur.